Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd). This was manifested by severe stomach cramps. The patient was hospitalized for four days for this event. The patient was treated with intra-peritoneal vancomycin (dose unknown, every third day for a week). The cause of the peritonitis was a breach in aseptic technique, further specified as touch contamination. At the time of this report, the patient had recovered from this event and pd therapy was ongoing. The patient reported he had not been retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Patient experienced peritonitis on an unknown date in (B)(6) 2013 the device was not returned; therefore, an evaluation could not be performed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.